Event description:
It was reported that the customer was treated at the emergency room for ketones. Customer does not recall events leading to the incident but had not changed the infusion set in a week.